Event description:
It was reported that the introducer sheath was damaged. Procedure summary: the tricuspid native aortic annulus was 22.1 mm in diameter. The aortic arch was moderately tortuous with moderate calcification. Subclavian access was required by the physicians due to bad femoral access. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with fast pacing and a 20mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position. The size small acurate neo2 valve opened normally with deployment. After implanting the size small acurate neo2 valve, the valve position was observed to be high. During removal of the acurate neo2 tf ds, difficulty was encountered and the acurate neo2 tf ds stent holder caught the size small acurate neo2 valve moving the valve aortically. A mild paravalvular leak was noted post procedure and post dilatation was not performed. Angiography revealed that the 14f isleeve introducer sheath was damaged. Surgical intervention was required for artery reconstruction. Patient status: no further action is expected as the patient was reported to be doing well ten (10) days post procedure.